Manufacturer narrative:
The device was not returned for eval. We are unable to confirm any malfunction or other product condition that would have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instruction on handling interrupted insulin delivery," and cautions, "keep an emergency kit with you at all times to quickly respond to any diabetes emergency." It advises, "keeping your emergency kit with you during trips or vacations is especially important. It may be difficult or impossible to get insulin or supplies in an unfamiliar place. If traveling by air, be sure to pack your supplies in your carry-on luggage. When packing for travel, take more supplies than you think you will need."

Event description:
The pt reported that she was traveling for work to a new city about 4 hours away from home. While she was there, she said her pdm turned off and she had to remove the pod. She said that she did not have any back up pods, syringes or any other method of insulin delivery with her, and she had to drive back home to get a new pod. She stated that she ended up going into diabetic ketoacidosis and was hospitalized for 3 days. She did not provide specific blood glucose results or information about her treatment while in the hospital.